Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the screw hexagon was damaged upon receipt and would not function with the screwdriver. An alternate screw was used.

Manufacturer narrative:
As returned, the hex feature on the screw was noted as not fully formed. The screw was further investigated by the supplier. The supplier noted that the hex end did have the expected ram edm finish, the hex feature was confirmed as missing; the form was more indicative of a diameter. When checked with gaging, the returned part passed the go gage, but failed the no-go gage. The device was used for treatment. The supplier indicated root cause was identified as inadequate fixture design that allowed the screw to move while being manufactured, and inadequate inspection of the hex feature. Both have been updated to prevent future recurrence.